Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo sample was received by our quality team for evaluation. From visual inspection of the sample, it was observed that the needle was pierced through the catheter, confirming the customer experience. A device history record could not be evaluated as the lot number is unknown. Investigation conclusion: 1 photo was returned for investigation. Needle piece through catheter was observed on the photo returned. Able to confirm the customer experience based on photo returned. End user risk assessment severity per a-eura, (B)(4) is severe (s4). Based on 12 months complaint trending, occurence =(total complaints in 12 months / 12 months sales volume) x 1,000,000, = ( (B)(4)) x 1,000,000, = (B)(4) ipm which is improbable (o1) the risk is acceptable per (B)(4). Root cause description: the manufacturing process has been reviewed. There is a 100% online automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the needle pierced through catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. The probable root cause of needle pierce through catheter could had occurred during product application or handling where the user attempt to reinsert the needle into the catheter after partial withdrawal. However, as it is not possible to confirm how the product has been used, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: the root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that the needle pierced through the bd venflon¿ pro safety shielded IV catheter during use. The following information was provided by the initial reporter: "the catheter was perforated by the needle when inserting the catheter. This happened twice at the same dept."